Manufacturer narrative:
H3: two cadd administration sets from p/n 21-7394-24 l/n unknown were received in used conditions inside a plastic bag without their original packaging. The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination. Delamination was found in both joins of the filter with the tube in the samples received. Leak testing on the samples received were performed to look for unusual functions. From the 2 samples received, only 1 sample was tested due to the confirmation reported failure mode; leak was observed fleeing from the air vent filter. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported issue was able to be confirmed. The probable cause of the issue is that the filters wet out and can leak if surfactants (oily) substances flow through them lower surface tension fluid. The source of the issue was traced to manufacturing.

Event description:
Information was received that while a smiths medical cadd administration set is in use, it drips out of the air elimination filter. No patient injury resulted.